Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damages were noted. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Event description:
It was reported that the patient underwent an inguinal hernia repair on (B)(6) 2016 and absorbable straps were used. During the evaluation, it was noted that the device was returned with the cannula cap detached from the cannula tabs and missing. The procedure was completed with another like device. There were no adverse patient consequences reported. No further information is available.